Manufacturer narrative:
The customer has not had any additional issues since the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned hcg stat results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg stat result using a 1:100 dilution was < 50 miu/ml. The instrument produced a result of <50 miu/ml because the result was from a 1:100 dilution. The lower technical limit of the assay is 0.5 miu/ml. After multiplying by the dilution factor, the result was 50 miu/ml. This result was reported outside of the laboratory. The customer stated the hcg stat result that came through to the laboratory information system was < 0.5 miu/ml. The initial test was not run undiluted because a qualitative hcg result for the patient was positive. The sample was then repeated undiluted with a result of 15.6 miu/ml. This result is believed to be correct. No adverse event occurred. The hcg stat reagent lot number was 24867501 with an expiration date of 30-sep-2018. The field service engineer (fse) visited the customer site and found an improperly placed sipper nozzle seal. The seal and the tubing were replaced. Qc and precision testing passed. The investigation determined that the issue found by the fse was the root cause of the event.